Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pn 29ga 12.7mm france 100bx experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: some of them have no seals and for others only the protective cap.

Event description:
It was reported that the pn 29ga 12.7mm france 100bx experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: some of them have no seals and for others only the protective cap.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/24/2021. H.6. Investigation: ninety six sealed 29g x 12.7mm pen needle samples were returned from lot. No. 9352092, cat. No. 320207 along with thirteen sealed and ten open 29g x 12.7mm pen needle samples from lot. No. 9232044, cat. No. 320207. Visual examination was carried out on the ninety six sealed samples from lot. No. 9352092 and no issues were observed. Visual examination was also carried out on the thirteen sealed and ten open samples from lot. No.9232044, no issues were observed with the sealed samples, missing shields and empty covers were observed on the opened samples. Evidence of a teardrop label being applied was observed on the returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.